Event description:
This lead was explanted at the request of the patient. The patient was shocked multiple times due to noise on the rv lead and subclavian crush and had his whole system removed. The patient did not want a new system implanted at this time. There was no functionality issue of this lead reported. The hospital retained this lead. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.